Event description:
A nurse reported that a system message displayed, the system stopped, and pressure was lost, resulting in a "slight soft eye" during a vitreoretinal procedure. The system was unable to be reset and the case completed with an alternate unit. The pressure was able to be recovered quickly and there was no harm to the pt.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem. The company representative replaced the supply hose for diagnostic purposes. Preventive maintenance was performed. The system was then tested and met product specifications. A root cause has not been determined. (B)(4).